Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "alarm goes off" which was reproduced. Evaluation was unable to determine the alarm due to a white screen. Evaluation confirmed the symptom due to a failing input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump had an unknown symptom of "alarm goes off". Any patient involvement, injury or medical intervention is unknown.